Event description:
Affiliate reported that the patient had an infection and enlarged ventricles. As a result, the surgeon explanted the catheters. The patient was successfully treated with antibiotics.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.